Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient¿s catheter was not connected for over a year before the pump was removed on (B)(6) 2016. It was noted that when the pump was removed the catheter was ¿too risky to removed¿ since it wasn¿t hooked up to the pump. It was noted that this was the patient¿s fourth pump and that her prior pumps lasted longer because the patient had low flow rates and needed to be changed due to longevity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug manufacturer. The date which the patient started used of gablofen was unknown. The product strength was 500 mcg/ml at 115 mg/day. The reporting healthcare provider (hcp) noted they only filled this pump once when they replaced [the previous pump] with end-of-life in the operating room on (B)(6) 2015. The indication for the product being used was spasticity secondary to multiple sclerosis. The patient was referred back to neurosurgery because a routine kub taken for other purposes (believed to be constipation) demonstrated that there was a discontinuity in the catheters from the pump into the patient¿s spine. A CT of the abdomen on (B)(6) 2016 confirmed the pump tubing was disconnected. The CT confirmed that there had been a truncation of catheters. There were two orphaned catheters within the spinal canal, and none were connected to the pump. The disconnected catheter only came to attention/was confirmed in 2016. It was never clinically suspected. It was unclear when the disconnection occurred. However, the patient had no signs of baclofen withdrawal. It was noted the patient never felt therapy, and the pump never helped since implant. The patient¿s pre-existing inability to walk was unchanged. The patient had no change neurologically. Baclofen was not discontinued. The option of replacing the catheter and potentially putting it at a high lumbar level, in a straighter portion of the spine, where it would perhaps be less susceptible to mechanical breakage was discussed. The patient was quite uncertain and did not want to have a new catheter placed. The patient simply wanted the pump removed. It was noted that the hcp probably wanted to wean the patient off the baclofen, as the patient may have been having some intramuscular absorption of it that was helping her unbeknownst to her. The pump was removed at the patient¿s request, and they refused to retrial baclofen; it never helped. However, baclofen was not discontinued. It was unknown what concomitant medications and dietary supplements the patient was taking/receiving at this time. The patient was not hospitalized. It was noted that the hcp did not know details on blood stem cell implantation on (B)(6) 2016 as they were not involved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.